Event description:
Impedance greater than 10,000 ohms was detected on electrodes 1, 5, and 6 when the test was run at 0.7 volts. The patient was receiving good neurostimulation therapy results using the programmed electrodes. It was recommended to rerun the impedance test at 1.5 and 3.0 volts to confirm the high impedance readings. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).